Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device showing error code 45169. The event occurred during self-testing. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported error was found logged on the device event history. However, the investigation could not identify a definite root-cause for this error. As a preventative measure, the device was charged for 10 days. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.